Event description:
It was reported on 03-may-2026 that the patient experienced high blood glucose level to 239 mg/dl and treated with correction bolus via insulin pump.

Manufacturer narrative:
E1:name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.